Manufacturer narrative:
(B)(4). The device was returned to factory for evaluation. Signs of clinical use and no evidence of blood were observed. Small amounts of tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicon insulation was appeared charred from the proximal end to the distal end to indicate the device remained activated. The heater wire was slightly flexed away at the center of the jaw and remained attached to the base and tip of the jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; the device activated with manipulation of the toggle switch. It produced visible steam and the jaws became red. When the toggle was released, the product turned off, with no signs of steam. Based on the results of the evaluation, the reported complaint for ¿device remains activated¿ was not confirmed, and was confirmed for analyzed failure "bent-wire" and "burn of device; component." Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during the case of vein harvesting, the hemopro activated without the activation toggle, it was pulled by the user. The pa stated that the tunnel was filled with smoked and when the harvesting tool was pulled out of the tunnel the jaw continued to activate, burn and melt the plastic that covered the jaw, despite pushing the activation toggle forward. Eventually the harvesting tool was disconnected from the generator, then the jaw cooled down and no longer activated . The case was aborted, and the vein was harvest by open technique. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during the case of vein harvesting, the hemopro activated without the activation toggle, it was pulled by the user. The pa stated that the tunnel was filled with smoked and when the harvesting tool was pulled out of the tunnel the jaw continued to activate, burn and melt the plastic that covered the jaw, despite pushing the activation toggle forward. Eventually the harvesting tool was disconnected from the generator, then the jaw cooled down and no longer activated . The case was aborted, and the vein was harvest by open technique. The hospital did not report any patient effects.